Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 189 mg/dl. The cartridge was in use for more than 3 days. Tandem technical support educated customer regarding cartridge/insulin labeling. Additionally, customer wore the pump against the skin and a temperature change had occurred to the pump prior to the occlusion alarm declaring. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.